Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported that the patient had diaphragmatic stimulation and later felt pain, a jabbing or poking. There was a myocardial perforation and the patient had a pericardial effusion, which required a chest tube. The lead was explanted and replaced 6 days post implant. Pt doing okay, patient discharged home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.